Manufacturer narrative:
(B)(4). Lens received damaged. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cc4204bf collamer plate lens. When the surgeon removed the lens from the vial, noticed the plate/haptic was torn. There was no attempt to load the lens. There was no pt contact. Another same model and size lens implanted. The reporter stated the lens was received damaged.